Event description:
If the wash rack is placed on the analyzer prior to the instrument being placed in stand-by or stop status, a number of samples equal to the number of washes requested may not be adequately mixed.